Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the device alarmed no delivery alarms. Customer's blood glucose was 333 mg/dl. Customer had called and done troubleshooting before. Customer mentioned to have tried all remedies and declined troubleshooting. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump functioned properly during functional check including rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement test. No excessive no delivery alarm noted during testing. The insulin pump passed self-test, unexpected restart test and all operating current measurement was normal. The insulin pump was received with minor scratched display window, cracked case at the display window corners and cracked reservoir tube lip.